Manufacturer narrative:
The analysis results confirmed that the jaws had become misaligned causing three clips to be scissored and two ejected; therefore, making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.